Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - operator not trained. It should be noted that the reported use of the prostar xl device by a physician who is not trained in the use of the device is inconsistent with the instructions for use (IFU). The IFU indicates: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. However, deviating from the IFU may have contributed to the reported event.

Event description:
It was reported that a physician not trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery using a pre-close technique before an interventional procedure. Reportedly, during needle deployment, one of the needles kinked and did not exit the hub. The handle was then pushed down and pulled again, the needles were deployed successfully. Hemostasis was achieved by the device. There was no reported adverse patient sequela. Though requested, additional information was not provided.